Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) replaced the vio integrated electrosurgical generator unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive the vio iesu to perform failure analysis (fa). Fa found was able to reproduce the issue when the unit was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer encountered a u-02 error on the erbe generator. The customer tried to power cycle a couple of times on the erbe with no change. The customer was then using the covidien force triad generator for the case. The customer got a blue activation cable connected and set up. The customer called back later in the procedure due to not being able to activate bipolar energy with the 3rd party generator. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed correct personality module energy device (pmed) cable was installed and recommended moving the cable to a different port. The customer performed this and was able to get a blue led. The site was currently having issues with insufflation and the surgeon had to attend to the bedside. The surgeon was unable to check bipolar energy at the time of the call. The customer continued with the procedure using the same system. No known impact or patient consequence was reported.